Manufacturer narrative:
No further information is available. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker had the device last checked on (B)(6) 2017. At that time, the battery remaining showed 1.5 years. The patient was seen again on (B)(6) 2017 and the battery status had declared elective replacement time (ert). The ert timestamp was (B)(6) 2017. Boston scientific technical services (ts) discussed elective replacement near (ern) to ert timeframe to replace device. According to the health care professional (hcp), ert was reached unexpectedly. Right ventricular (rv) outputs were at 5.0v. Ts explained this is expected with the right ventricular automatic capture (rvac) algorithm as it will go into pacing retry mode when ert is reached. Ts discussed considering device replacement soon. The patient is pacemaker dependent and has been lost to follow-up with the following clinic. No adverse patient effects were reported.